Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes: dizziness. Manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved -and to ensure the replacement products resolved the initial concern- unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi and high blood glucose test results. Niece is calling on behalf of the customer. Customer had purchased the true focus meter the day prior to call. The customer is concerned with test results from results obtained of hi and 600 mg/dl. The customer did not know his expected blood glucose test result range. At the time of the call, the customer reported feeling dizzy and that he may seek medical attention. During the call, a blood test was performed by the customer and produced test result of hi using true focus meter. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 12/22/2022 and open vial date is undisclosed. The meter memory was reviewed for previous test. Result history: (customer unable to read time and date). Result 1: hi date: 2/19 time: 1:00 am. Result 2: 600 mg/dl date/time: unknown non-fasting . Result 3: n/a. Result 4: n/a. Result 5: n/a.